Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected scrolling numbers or scroll bar moving anomalies were during testing was noted. The pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube. (B)(4).

Event description:
Customer reported via phone call that she was trying to bolus and the buttons on her insulin pump became unresponsive. The patient's blood glucose at the time of incident was 105 mg/dl. The customer stated that the pump scrolled through the menu options without her input, and that none of the buttons she pressed to stop it would activate. Troubleshooting was initiated for the keypad anomaly, and the customer confirmed that no significant events led up to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.